Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient with a prosthesis in the femoral head sustained a femoral shaft fracture. A 9-hole plate was implanted for fixing the distal section. The surgeon attempted to place a cerclage cable with crimp at the proximal end of the plate but the cable tensioner slipped and could not apply tension to the cable. The surgeon moved on to place the second cable. There was slight slippage but the cable was tensioned. The surgeon again tried to tension the first cable and could not. He removed the cable and replaced it with another one and was able to apply tension. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Pioneer surgical technology manufactured the cable tensioner, p/n 391.201, and lot number p079532 on synthes purchase orders (B)(4). The supplier¿s certificates of compliance (dated (B)(4) 2010 for six separate receipts of this lot) indicate the parts were manufactured to p/n 391.201 and met the required specifications. The lots were inspected and conformed to the synthes, incoming final inspection sheets numbered 391if201 for branch plant 20(B)(4) for branch plant (B)(4) receipts, (dated (B)(4) 2010 for 4 of the receipts; the other 2 receipts did not require inspection). There were no mrrs, ncrs, or complaint related issues with this lot. The six receipts of this lot were released (B)(4) 2010. Placeholder.